Manufacturer narrative:
Visual analysis of the returned device identified broken shell, underweight, missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage; a piece of the shell is missing the assessment is inconclusive.

Event description:
Explanting physician reported a rupture of the right breast. Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported a rupture of the right breast. Device has been removed and replaced.